Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip broke and split into two pieces. No parts fell into the patient. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73c1700727 was manufactured on 04/03/2017 a total of 10,080 pieces. Lot was released on 04/05/2017. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was returned with three fully intact clips and half of a clip that was broken at the hinge along with one loose clip that was fully intact. The other half of the broken clip was not returned. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the loose clips appears used as there is biological material present on the clip. The observed damage to the broken clip is consistent with improper loading of the clips or using a damaged applier. The appliers were not returned. Reference file anp1900062640 for investigation photos. Functional inspection was performed on the returned sample. A lab inventory clip applier was used. The clips that were still intact in the cartridge and the loose clip were all able to properly load into the jaws of the applier. The clips were successfully applied to true-max tubing. No issues were observed with the tested clips. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "clip broken" was confirmed based upon the sample received. One cartridge was returned with three fully intact clips remaining in it along with half of a clip, broken at the hinge. A loose clip was also returned. Upon functional inspection, the four clips that were intact were able to properly load into the jaws of a lab inventory applier and were successfully applied to true-max tubing. The observed damage to the broken clip is consistent with improper loading of the clips or using a damaged applier. It is unknown how the returned clips were handled during use and the appliers used at the time of malfunction were not returned for investigation. A device history record review was performed on the device and showed no evidence to suggest a manufacturing related issue. Therefore, based upon the damage observed, operational context caused or contributed to this event.

Event description:
It was reported that the clip broke and split into two pieces. No parts fell into the patient. The patient's condition was reported as fine.